Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was over discharged. Patient compliance may have led or contributed to the issue. Rep tried interrogating the ins with controller and clinician tablet with no response. Pt has opted to have her battery replaced. Surgical intervention is planned to replace the device. No symptoms were reported.